Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had a return of symptoms. There were no falls/trauma that could be related. Patient was able to use their patient programmer to verify the stimulation was on and the battery level was ok. Program was set on 2.30 which patient stated was the setting it should be. Patient did not want to increase the stimulation. The patient had considered the symptoms sudden, and again stated they were having a return of symptoms. Patient stated they had a return of tremors and was having a hard time walking and they were losing their balance. There were no further complications reported.